Event description:
It was reported that the patient presented in clinic for a follow up check. Upon review, venogram revealed that the left ventricle lead was dislodged. The left ventricle lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.